Event description:
The customer contacted baxter's (B)(4) regarding a low drain volume alarm which occurred on the homechoice(hc) during use, during initial drain. The baxter technical service representative (tsr) had the homepatient (hp) close and open the transfer set, slide the patient line clamp down the line, pull up and down on the line near the door and check for kinks, fibrin or air in the patient line. The alarm repeated. The hp stated that there were air bubbles in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The hp stated that the process would take too long. The tsr asked the hp if he had manual supplies, he may try a manual drain. The hp requested to end therapy and he will call his pdrn. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: product surveillance spoke with the home patient (hp) who stated that on the night of this event he started over with new supplies and notified his nurse the next day . No adverse event resulted from this event. The lot number was not known.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).